Event description:
Consumer's husband called in to report that she was badly burned by the heating pad. There were no burn or scorch marks on the pad itself. Consumer was using the unit on her upper back while sitting in a chair. This type of injury is usually related to the pad being laid or leaned against.